Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove from a guiding catheter was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficulty to position and the reported difficulty to remove using a guide wire were unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, new information received as follows: the guide wire was placed in the side branch was also came out of the lesion when the xience alpine sds was being removed from the anatomy after the failure to cross. Additionally, the flaring of the stent struts may have occurred due to an interaction with the guiding catheter or with the guide wire that was located in the side branch. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue. Guide catheter: hyperion 6f al1.0 sh. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo, eccentric, 90% stenosed lesion located in the proximal left anterior descending (lad) coronary artery that was mildly tortuous and moderately calcified. The vessel diameter was 3.0 mm and length was 30 mm. The lesion was pre-dilated with a non-abbott device and the xience alpine 3.0 x 33 mm stent delivery system (sds) was advanced toward the lesion. During advancement of the sds there was difficulty injecting contrast media into the coronary making it was difficult to position the sds making the crossing attempt difficult. Some resistance was felt during advancement either with the guide wire in the side branch or the calcified lesion. The sds was pulled into the guiding catheter and there was slight resistance felt. It was further reported that the resistance felt during removal was either with the guide wire in the side branch or the guiding catheter. A second attempt was made to cross; however again, while injecting the contrast media into the coronary artery, the sds failed to cross. During the attempts to cross the guiding catheter came out. At this point, the sds was pulled into the guiding catheter and was removed from the anatomy. Once outside the anatomy, the struts at the proximal edge of the stent were flared. A new sds was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.